Manufacturer narrative:
B5- as per the complaint questionnaire, the reporter marked the cause of the event as unknown, however subsequent communication via email on (B)(6) 2021 stated that "the doctor told me today that in his opinion this is steroid induced iop". Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspections are required but cannot be performed due to the lens damage. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.00/+4.0/109 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to elevated intraocular pressure (iop) and large vault. Iop was still high on the 1 and 3 day follow-up post lens removal. Patient is responding to anti-glaucoma medications and the iop is controlled. The patient will be closely followed up. The cause of the event was unknown.